Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing shields with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had missing tube caps in shelf pack and no serious injury medical intervention.